Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue. Additional testing was performed following the device repair, the unit would not power up or operate and had a solid red alarm and a black screen when ac power was connected. Device has a hardware failure which caused the error test. The system board has been replaced due to hardware corruption or error test. The device passed all testing.